Event description:
Oversensing on the ventricular lead was reported. The physician decided against reprogramming the parameters as the patient rarely paced when aics was active and conduction took place.

Manufacturer narrative:
Na